Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and located the leak in the reagent probe b. The fse replaced the wash collar vacuum valve and cable solenoid. The repairs were verified per established procedures prior to returning it into service. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the reagent probe a was leaking in the unicel dxc 600i synchron access clinical system. The customer did not find any fittings or syringes loose. The customer stated about 3 ml leaked from the probe. No injury or operator exposure was reported.